Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a customer noticed that 2 traches were deflating within 20 days of use. The cuff continues to deflate. The customer stated it appears to be an issue with the inflation valve as the pressure holds when we connect it to an extension tube with a manometer but without this pressure on the valve it deflates constantly. I have also noticed on removal there is a small amount of water within the cuff. No observable clinical symptoms or a change in symptoms identified in the patient.